Manufacturer narrative:
Risk assessment indicates: severity 3 (critical). Case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 2 (moderate). Reason: negligible for a single fraction but in addition with system tolerances it can sum up to more than +5% as described in article below (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5 % accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore negligible). Probability c (remote). Part 1: c (remote) - reason: improbable (to maximum remote) for more than one fraction - here assuming the same conditions as above, but multiple times for one single patient. Part 2: c (remote) - reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc., and the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and u. The syngo rt therapists (serial numbers (B)(4)) are affected.

Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. A treatment was given on (B)(6) for a patient that had not recorded properly, both in syngo and in lantis. No injury has been reported. Risk assessment is documented. Corrective action is pending final investigation.